Manufacturer narrative:
Upon further review, this report was corrected to be a serious injury report. All information received was included in the previous report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance value of 134 ohms. Technical services (ts) analyzed device data and found that this had been a gradual rise in impedance over the last year. Troubleshooting was discussed including reprogramming and possible commanded shock test. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was surgically abandoned during scheduled generator change out procedure due to high shock lead impedance measurements. A new rv lead was successfully placed. No additional adverse patient effects were reported outside of the extended procedure time.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance value of 134 ohms. Technical services (ts) analyzed device data and found that this had been a gradual rise in impedance over the last year. Troubleshooting was discussed including reprogramming and possible commanded shock test. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance value of 134 ohms. Technical services (ts) analyzed device data and found that this had been a gradual rise in impedance over the last year. Troubleshooting was discussed including reprogramming and possible commanded shock test. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was surgically abandoned during scheduled generator change out procedure due to high shock lead impedance measurements. A new rv lead was successfully placed. No additional adverse patient effects were reported outside of the extended procedure time.